Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had an altis device implanted on (B)(6) 2017. Reportedly the patient experienced urinary urgency, constipation "[long term use of opiates and unlikely related to altis]", anterior vaginal prolapse, urinary frequency, mixed urinary incontinence, stage ii-iii recurrent pelvic organ prolapse, dyspareunia and dysfunctional voiding. Patient underwent laparoscopic sacrocolpopexy (restorelle y mesh), posterior colporrhaphy with perineorrhaphy, retropubic mid-urethral sling (advantage fit blue) and cystourethroscopy under general anesthesia on (B)(6) 2019. Laparoscopy revealed moderate fibrosis and adhesions from prior hysterectomy in the anterior cuff and vesicovaginal space.